Event description:
A female admitted in active labor needed combined epidural/spinal anesthesia prior to delivery. During the placement of the spinal catheter by anesthesia, it was noted that the catheter was not in place. Decision was made to remove the catheter and upon removal, the tip of the catheter broke off and remained retained in the pt. As of present, the pt has not evidenced any sequelae.